Event description:
The account alleged the patient position module cannot be set. No patient impact.

Manufacturer narrative:
The technician found the account zeroed the bed scale with the patient on the bed, user error. The technician reset the scale to resolve the issue.